Event description:
The reporter alleged that during surgical set up on (B)(6) 2026, the console was alarming. The left hand controller was locked and not moveable. Attempt was made address the issue by power cycling, but this did not resolve the issue. The planned procedure was converted to a laparascopic procedure. No harm to patient. The device was inspected by a field service engineer, it was noted that there was a connection issue with h4 motor. This was replaced. The console was then tested and was determined that it was ready for use.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available asupplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury